Event description:
It was reported on 12/29/2022 by a sales representative via email that an ar-2923bch suture anchor eyelet broke and would not contain the sutures. Case involvement, device broke during use. Per facility: "during a labral repair of the hip the labral tapes were passed around the labrum and the pilot hole was drilled with a 2923dhs. The suture was put through the eyelet of the 2.9 pushlock and introduced into the hip. The eyelet was put into the pilot hole and the slack was pulled out of the suture and the eyelet popped off the anchor. When the eyelet and anchor were removed from the hip we noticed there was a slit in the plastic eyelet and the sutures wouldn't stay in any longer. "

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the complaint allegation is not confirmed. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.